Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2021/11/12). The evaluation/investigation at omsi found a damaged docking connector and confirmed the occurrence of error message e090, which could not be reproduced, but was found in the error log. In addition, error message e085 was found in the error log. The reported error messages are triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error messages could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The reported damage to the generator¿s docking connector was caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error messages. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during a therapeutic nephrectomy procedure at an unknown date, the electrosurgical generator ¿esg-400¿ displayed error message e090 and auto-started itself and could not be used anymore. The intended laparoscopic procedure was then converted into an open surgery and was completed successfully. The patient is reportedly doing fine.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.